Manufacturer narrative:
H10: the actual device was discarded; however, a video of the sample was provided for evaluation. Visual inspection was performed which observed a leak at the port 2. The reported condition was verified. The cause was not determined; however a likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port tube when it was inserted to the spike port during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the yellow tube. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.